Event description:
The biomedical engineer reported that during reprocessing of the hd autoclavable camera head, a leak was observed. Upon further inspection, the leak was due to cracks in the electrical connector and charge coupled device (ccd) unit. It was also noted that the camera image was pixeled, buttons weren¿t working, the ccd cover was scratched, the video connector was cracked and damaged, and the adhesive on the protective covers was detached. Additionally, partial disassembly of the unit found evidence of fluids inside the device with sulfate residues due to evaporation of liquids [foreign material]. This report is being submitted for the presence of foreign material in the device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and the device was inspected and evaluated. The device evaluation confirmed the customer's reported issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by fluid entering the cable. However, the specific cause of the fluid ingress was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.